Event description:
Boston scientific crm received information that this right ventricular defibrillation lead was explanted and replaced after exhibiting pacing inhibition due to noise. The patient is pacing dependent. Lead impedance and pacing threshold measurements were normal. There were no adverse patient effects. The lead was successfully extracted, but damaged during the procedure and discarded at the explanting facility.

Manufacturer narrative:
This report will be updated if additional information is received.